Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of minimally invasive gynecology (2013) 20, 178-184; http://dx.doi.org/10.1016/j.jmig.2012.11.002. Please see article attached; article published in 2012. (B)(4).

Event description:
It was reported in a journal article with title : metroplasty for afs class vand vi septate uterus in patient swith infertility or miscarriage: reproductive outcomes study. This observational retrospective search aimed to assess reproductive outcomes in patients with infertility or recurrent miscarriages with american fertility society (afs) class v/vi septate uterus. From january 1999 to december 2009, a total of 128 patients were enrolled in the study. The patients were classified into 3 groups: group 1 (n=47) with primary infertility for more than 3 years, group 2 (n=54) who had experienced more than or equal to 2 consecutive miscarriages before 16 weeks of gestation, and group 3 (n=27) with at least 1 late abortion or preterm delivery. Resection of the uterine septum was performed using a bipolar resectoscope with a straight loop electrode (gynecare versapoint 5f; ethicon). Complaint included uterine perforation (n=4), where the procedures were immediately stopped, and complete transection was successfully performed 2 months later. Subsequent resection of the uterine septum was reported to be required because of incomplete incision of the uterine septum (n=6) seen at the end of the first operative hysteroscopy. Grade 1 intrauterine adhesions was also reported (n=5).the data discussed in this study presented that the hysteroscopic septum resection is accompanied by substantial improvement in reproductive performance in patients with symptoms of afs class v/vi septate uterus.